Event description:
It was discovered during a pm that the ac power connector on the 2800 system was damaged. Also, the hard drive failed. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord and hard drive were replaced during the service call. The system was tested and found to be working as intended, and put back into service. This MDR is related to ge healthcare complaint number.